Event description:
Reporter indicated that patient's ncp system was explanted due to infection. Further follow-up revealed that both the lead and generator were explanted. The patient had undergone generator replacement surgery in 2002 for end of service and subsequently developed an infection at the generator site. The patient reportedly irritated/scratched at the incision site. The infection was treated with antibiotics and I&d prior to explant. The infection has reportedly resolved. The physician plans to re-implant the patient with the vns.